Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02065. It was reported that failure to convert rhythm issue was observed. It was noted that in (B)(6) 2016, the patient experienced presyncope with unsuccessful defibrillation shock. The patient had ventricular flutter/ventricular fibrillation leading to appropriate shocks. The shock did not immediately convert the rhythm, but it was self-terminated in ten seconds later. The patient visited the clinic for coronary angiography and electrophysiology study to assess the need for new device or lead revision. There was no revision. Medication was prescribed.